Event description:
It was reported the lumbar catheter was cut during the procedure. It was stated that the connector would sometimes be cut, but the catheter was cut at the time. The catheter was damaged and broken pieces of the catheter remained in the patient¿s body. The catheter was replaced with another manufacturer¿s product. The patient¿s status was listed as no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event occurred during the removal of the catheter. It was stated the physician determined the broken pieces that remained in the patient did not pose a risk.